Manufacturer narrative:
Additional information was received and explant status was updated to date known.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, opening crack and yellow particles. Leak test was performed and found opening on anterior and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack and puncture opening on anterior/posterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a puncture opening on posterior/anterior due to surgical damage like. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. The device was explanted..